Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) 4. The system was verified and ready for use. Isi received the universal surgical manipulator (usm) 4 for failure analysis investigation. The unit was analyzed and in log, error 23068 was confirmed but not replicated. The unit was installed onto a golden system and no related issues were trigged. The unit was then installed onto a patient side cart fixture test platform (pftp) where the unit passed all required tests. Upon visual inspection, failure analysis didn¿t find any contamination on degrees of freedom (dof) 5 (carriage axis 4). As a result of these findings, failure analysis was able to conclude that the instrument sterile adapter (isa) was found to be the potential root cause of the reported event.

Event description:
It was reported that during a da vinci-assisted paraoesophageal hiatal hernia surgical procedure, universal surgical manipulator (usm) 4 was faulting out and the usm was stiff to move. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the logs and confirmed error 23068. The customer decided to replace the patient side cart (psc) with another psc to finish the case due to the errors. No troubleshooting was completed with tse at the time of the issue. The procedure was converted to another da vinci surgical system, but the patient outcome was not reported.